Event description:
It was reported that the customer's blood glucose level was 588 mg/dl the day before she reported the event. At the time of the report, the customer reported her blood glucose levels to be 240 mg/dl. She treated her blood glucose levels with manual injections. The customer was advised to disconnect from the pump and change the entire set, reservoir, and insulin according to primary care physician instruction. Troubleshooting was performed. In the alarm history a weak battery, bad battery, and low reservoir alarms were found. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).